Manufacturer narrative:
At the time of this report, mentor has received no information regarding an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate plus profile 325cc saline prosthesis, catalog #3502325, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with a mentor smooth round moderate plus profile 325cc saline prosthesis and experienced right sided deflation post procedure. At the time of this report, mentor has not received any information regarding an explant date, however, the possibility of future bilateral prosthesis replacement is indicated.

Manufacturer narrative:
Additional information was received with the field experience report on 5/23/2018. The lot and serial numbers have been updated. The impacted product was replaced with a 375cc mentor memorygel breast implant on (B)(6) 2018. The mentor failure analysis lab received the device for evaluation on 5/23/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received with the replacement surgery operative report on (B)(6) 2018. In addition to the right sided deflation initially reported, left sided capsular contracture (baker's grade unknown) was also present (1645337-2018-04232). The patient had bilateral prosthesis replacement with 375cc mentor memorygel breast implants. There were no procedural complications, and the patient was in stable condition after the procedure. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 8/8/2018. Device evaluation summary: it was reported that a (B)(6) female underwent breast augmentation revision with a mentor smooth round moderate plus profile 325cc saline prosthesis and experienced right sided deflation post procedure. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately 0.4 cm within a crease on the anterior aspect. Also, several creases around the surface of the implant at both aspects were noticed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).